Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: device patch with lot number 2589648. Brown particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "right side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture", baker grade not specified. Device has been explanted.